Event description:
It was reported that the patient presented in the emergency room after the implantable cardioverter defibrillator (ICD) delivered inappropriate shock. Review of the transmission revealed that the ICD exhibited incorrect interpretation of signal. No intervention was reported. There were no patient consequences.